Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturing representative reported via the healthcare professional (hcp) that the patient was not getting back coverage from her spinal cord stimulation (scs) system. The patient was getting stimulation in their legs, but not their back. The patient was to have the system explanted. The patient was reprogrammed but only got leg stimulation and no back stimulation. The scs system did not help the patient's pain. The physician advised to take the system out to obtain an MRI. The issue was resolved at the time of report. The patient was explanted and nothing was replaced. The physician was sending the patient for MRI to see if the patient was a candidate for further surgery. The patient's status at the time of report was alive with no injury. Relevant medical history included: non-malignant pain

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was constantly having problems with the stimulator; there were problems with programming and it could not get the stimulation in the right spot. The patient was supposed to feel stimulation in the lower back and legs and did not feel stimulation there. The patient felt it somewhere else and it got worse every time they tried to redo it. The stimulation also depended on what position the patient was in; when she was lying down she felt stimulation in a different position and when she stood up she would feel it somewhere else. The patient stated that when the stimulation was in the wrong location it was interfering with her breathing. The patient felt like it was up in her stomach and chest/lungs area and it was felt that it was almost messing with her heart a little bit. The patient reported that she felt a lot of heat from the battery pack and felt pain from the battery pack the whole time. The pain, heating and burning sensation were constant from the time it was put in until it was taken out. The patient stated that the pain at the implant site sometimes was so bad that it kept her off thinking about her back pain. After being implanted the patient got home and realized that the incision cut was bigger than she expected. The patient reported that the surgeon who took the device out stated that the leads were sown in so bad that it took them a while to get all the stitches out. The patient stated that she felt she had been cheated on for three years and that the device was supposed to help her and it did not help at all.